Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b2, b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Medical records were provided for the revision surgery and was reviewed by a health care professional who reported there was evidence of infection, including hypertrophic scarring, synovitis the stem well fixed and required an osteotomy for explanation and was repaired with cerclage cables. The acetabular explanted without difficulty, cement spacers placed. No complications were reported. A definitive root cause could not be determined. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Furthermore review of the revision notes confirmed that the stem was not loose and was well fixed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item#: 110010243, g7 osseoti 3 hole shell 50mm d, lot#: 65862844. Item#: 00625006520, trilogy bone scr 6.5x20, lot#: j7488887. Item#: 00625006525, trilogy bone scr 6.5x20, lot#: j7526159. Item#: 30103604, 36mm i.d. Size d neutral liner, lot#: 66179347. Item#: 00877503603, trilogy bone scr 6.5x20, lot#: 3122141. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip replacement. Subsequently, patient is being considered for a revision due to stem loosening. Hip aspiration cultures showed no growth which correlates with bone scan results that indicate loosening with infection unlikely. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a6, b4, b5, b7, d6b, d10, e1, g3, g6, h2, h6, h11. D10: item # 00877503603, biolox delta hd 12/14 36x+3.5, lot # 3156929 item # 110010243, g7 osseoti 3 hole shell 50mm d, lot # 65862844 item # 00625006520, trilogy bone scr 6.5x20, lot # j7488887 item # 00625006525, trilogy bone scr 6.5x20, lot # j7526159 item # 30103604, 36mm i.d. Size d neutral liner, lot # 66179347. Item # 00877503603, trilogy bone scr 6.5x20, lot # 3122141. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip replacement. After one year and eleven months hip aspiration was positive for streptococcus mitis. Subsequently, approximately two years post implantation, revision surgery was performed due to stem loosening and infection. All components were replaced with cement spacers without complications. Attempts have been made and additional information on the reported event is unavailable at this time.